Event description:
It was reported that a one-link needlefree IV connector was involved in a no flow incident. According to the report, when the "lr, cap" was placed between the tubing and the extension, there was no flow from the tubing to the extension. It was not specified when in the process this occurred. Patient involvement is unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.